Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Between (B)(6) 2024, it was reported that patient faced four infusion set cannula kinked events. The event occurred after 3 or more hours of insertion. The infusion set had been used for 24-48 hours.the insertion site was at the abdomen. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 8021545-2024-01105 - device 3 of 4.